Event description:
Customer reported the system is displaying intermittent charger failed errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and battery charger. System operates as intended